Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse identified no signal in one or both eyes. The fse replaced the right high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the hrsv unit for analysis; however, the failure analysis investigation has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to the right eye not having an image. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the right eye had no image. The customer reported an ongoing issue in the right ocular on the secondary surgeon side console (ssc) again. The customer stated that the field service engineer (fse) came out previously to resolve the issue, but it appears that the same issue had returned. The customer did not have the ssc serial number to provide. The customer stated that the image was normal on the other ssc. The technical support engineer (tse) reviewed the system live logs and noted a 119 informational error reported by the low current to the high-resolution stereo viewer (hrsv) in ssc 1 (sn-(B)(4)). The customer was using the other ssc to proceed with the procedure. The customer stated that the surgeon was getting frustrated and would like for fse to follow up to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint of ¿right eye has no image¿. The fa found no signal in one or both eyes.

Event description:
Refer to h10/h11 for follow-up information.